Event description:
There's dust in the image. This scope already had firmware upgraded before dust checked. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: this device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide cable broken, the operation channel clogged, and the remote control buttons leaky; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: follow up #1, coding changed based on the investigation result. Additional information: device manufacture date